Event description:
Customer reported being unable to scan her glucose level due to the message "scan in 10 minutes" displayed for 2 hours or more on the 3rd day of wear of adc freestyle libre sensor. Customer further reported experiencing stomach cramps, diarrhea, seizure and lost consciousness when she was at a restaurant. Customer was taken to the hospital where a lab reading of 221 mg/dl was obtained and was treated with 3 bags of IV, 1 "vosranodt" 4 mg for nausea with x-ray and EKG tests performed. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (initial factory state, indicating the sensor had not been initiated for use). The sensor plug was fully seated. Performed visual inspection of the sensor tail and a watermark was not present. The sensor was activated and all results were within specification. Removed the sensor plug and inspected the plug assembly, no issues were observed. It was observed that the tail was not properly inserted. No malfunction or product deficiency was identified. No further investigation is required.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to scan her glucose level due to the message "scan in 10 minutes" displayed for 2 hours or more on the 3rd day of wear of adc freestyle libre sensor. Customer further reported experiencing stomach cramps, diarrhea, seizure and lost consciousness when she was at a restaurant. Customer was taken to the hospital where a lab reading of 221 mg/dl was obtained and was treated with 3 bags of IV, 1 "vosranodt" 4 mg for nausea with x-ray and EKG tests performed. Based on the information provided, there was no report of death or permanent impairment associated with this event.